Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was not returned for evaluation. Based on photos provided, it is confirmed that the stent graft is still loaded inside the sheath and could not be deployed in the patient. However, as the delivery system is not shown completely, the reported fracture of the stent graft delivery system could not be verified. In this case, no indication of difficult vessel anatomy was reported. Compatible accessories were used, and the lesion was predilated. As the device was not returned, a detailed product evaluation could not be conducted. Based on the provided photos, the reported inability to deploy the stent graft is confirmed. However, the alleged fracture of the delivery system could not be verified. A definitive root cause for the reported issue could not be determined with the information available. Labeling review: the relevant product labeling was reviewed. Potential risks associated with the reported issue are addressed in the instructions for use (IFU). Specifically, the IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. The IFU also provides detailed instructions for preparation, stent graft deployment, and post deployment procedures. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 20325, a patient underwent an iliac artery stent graft placement procedure using through the fluency stent graft. The procedure was performed via a right femoral artery approach. During deployment, it was reported that the device has failed to deploy despite multiple attempts. The system was removed and found ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an iliac artery stent graft placement procedure using through the fluency stent graft. The procedure was performed via a right femoral artery approach. During deployment, it was reported that the device has failed to deploy despite multiple attempts. The system was removed and found ruptured. The procedure was completed using another device. There was no reported patient injury.